Event description:
It was reported by the customer that during preventive maintenance the cardiosave intra-aortic balloon pump(iabp) had a low helium alarm. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character limit:e1(initial reporter) (B)(6). Updated fields:b4,d9,g3,g6,h2,h3,h11. Corrected field:b6,b7,d5,d10,e1(initial reporter)(event site mail),e2,e3,e4.

Event description:
N/a.